Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jul-2017, fse arrived at the site to address the reported event. Fse checked, cleaned, and lubricated the main arm sample nozzle and checked the z alignment from the main arm sample nozzle to the the top of the discard plate, and alignments for the discard position for the main arm sample nozzle for tips. He discnnected the main cable connections and reseated. Next, fse ran macro for discarding tips ten times and substrate background without issue. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the sample nozzle retraction mechanism.

Event description:
On (B)(6) 2017, the customer reported error "main arm z-axis limit overrun 4224" with their aia-2000st analyzer. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of prl, pth and bhcg patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.